Event description:
It was reported that during post implant interrogation, the right atrial (ra) lead appeared to be dislodged via x-ray imaging. Review of electrograms showed that the ra lead was over-sensing r-waves while capturing the ventricle instead of the atrium. The patient presented for a successful lead revision on (B)(6) 2025. The patient was stable.